Event description:
It was reported that the patient presented for an implant of the right ventricular lead. During the procedure, it was noted that the lead exhibited high capture threshold and pacing impedance for multiple repositioning attempts. The procedure was completed successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Visual inspection did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies.